Event description:
It was reported that the patient's nightly battery measurement was around 2.93 to 2.95 volts and in an office visit the battery measured at 2.72 volts. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patients nightly battery measurement was around 2.93 to 2.95 volts and in an office visit the battery measured at 2.72 volts. The product is still in use. It was later reported the device reached elective replacement indicator (eri) and was at end of life (eol) nine months later when the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patients nightly battery measurement was around 2.93 to 2.95 volts and in an office visit the battery measured at 2.72 volts. The product is still in use. It was later reported the device reached elective replacement indicator (eri) and was at end of life (eol) by nine months later when the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that battery voltage showed low telemetered battery voltage. On (B)(6), the battery voltage with telemetry was 2.72v and the daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that battery voltage showed low telemetered battery voltage. On 18 may, the battery voltage with telemetry was 2.72v and the daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) initially the device was not received for evaluation. The performance data collected from the device was analyzed and revealed that battery voltage showed low telemetered battery voltage. On (B)(4), the battery voltage with telemetry was 2.72v and the daily measurement was 2.95v. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.